Event description:
Pt presented with pre-op diagnosis of failed right hip orthopedic device. Rptr removed a hip plate and screws. The plate was intact. The compression screw was intact. The 4-hole plate had 4 screws holding it in place. The 4 screws were broken. Rptr removed the heads of the 4 screws and the ramaining fragments from the femur and proceded to implant a right hip endoprosthesis.